Event description:
It was reported that there was a concern coming through from one of our units where they had seen several or more of the catheters falling out in the last few weeks or more. They initially did reminders/reinforcement on making sure the balloons were filled appropriately but had two of them fall out in the last couple of days (material # 119316m, material # 129416m). Per additional information received via email on 25feb2026, staff went in to do I&o. There was not a lot of urine in the drainage bag, so they unlocked the foley from the statlock to try to manually get urine to flow. When doing this, there was no resistance on the foley tubing, and the foley slid out and no longer inflated. Foley catheter had to be replaced as it was found to be inserted about 2 inches. The balloon was deflated. Unsure whether the balloon was defective, the balloon was intentionally deflated for irrigation and never reinflated, or if it was not inflated at the original time of insertion. Catheter had been placed in the operating room on (B)(6) and worked/stayed in place until (B)(6) when it was found that the balloon was no longer inflated. Based on the picture attached, customer asked whether it was standard that the balloon only inflates on one side. Per additional information received via email on 24mar2026, customer had another incident where the foley fell out. The actual used foley wasn¿t saved, but had the same lot number of another foley on the unit yet and will be sending this catheter in to be reviewed by bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.